Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) machine have no battery back up.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) machine have no battery back up. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to verify the reported malfunction. The fse replaced the batteries. The customer then received the unit in good working condition.